Event description:
The article: "xen45 implant in medically controlled vs. Uncontrolled eyes-differential iop changes in real-life conditions" from the journal of clinical medicine reported 62 eyes of 49 patients underwent ab-interno xen®45 gts implantation in unknown eyes. The article reported the event of "11 eyes had transient iop spike; 10 eyes had self-limited hypotony; 20 eyes required hypotensive medication; 14 eyes required needling procedures; 4 eyes required xen45 relocation; 1 eye required bleb revision; 3 eyes required secondary surgical intervention of non-penetrating deep sclerectomy; 1 eye required secondary surgical intervention of pars plana vitrectomy."

Manufacturer narrative:
Article citation: julio g, larena r, marmol m, soldevila a, canut mi, pavan j, barraquer ri. Xen45 implant in medically controlled vs. Uncontrolled eyes-differential iop changes in real-life conditions. J clin med. 2024 jun 11;13(12):3406. Doi: 10.3390/jcm13123406. Multiple requests for further information have been made. Abbvie has received no response from the authors. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The events are a known potential adverse event addressed in the product labeling.